Event description:
It was reported that the physician was attempting to treat a lesion exhibiting 80% stenosis in the distal lcx. The lesion was pre-dilated with a 3.0x25 sprinter device (12atm) and the physician proceeded to use a 3.50mm diameter x 30mm length endeavor resolute (rx) drug eluting stent, but the device failed to cross the target lesion. It was reported that the stent became loose on the delivery system and dislodged in-vivo during advancement towards the target lesion. The stent was removed from the patient. No clinical sequelae were reported. Evaluation summary: the device was returned for analysis. There were no kinks or damage noted to the delivery system . The stent was not present on the delivery system. The balloon on the delivery system had previously been inflated. The balloon folds were opened and the crimp impressions were not clearly visible. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results, conclusions: patients condition affected the effectiveness of the device (lesion with 80% stenosis). Inherent risk of procedure (dislodgement). Deformation problem. (B)(4).